Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Several attempts were made but to no avail. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Finally, in case of any deviation this should be recognized during functional check, which is required per IFU but nothing was reported during pre-operative check performed. Thus, it could not be excluded that the case is rather related to a sub-optimal intraoperative procedure. Nevertheless, the implant[s] could be finally positioned in freehand, which is always an option and the surgery was completed successfully. No corrective actions are required at this time. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed. H3 other text : device was not returned.

Event description:
The customer reported that while using the jig (target adapter) during a nailing case, the oblique locking screw - number 2 - missed the nail and ended up having a broken drill bit. The case was completed by taking out the broken drill and using the screw without the jig.

Manufacturer narrative:
Upon completion of the investigation any additional information will be reported in a supplemental report.

Event description:
The customer reported that while using the jig (target adapter) during a nailing case, the oblique locking screw - number 2 - missed the nail and ended up having a broken drill bit. The case was completed by taking out the broken drill and using the screw without the jig.